Event description:
It was reported that the cadd pump experienced an error followed by a remove and reattach cassette alarm. Troubleshooting was attempted; however, the alarm could not be resolved, and the pump was powered off. The programmed rate was 0 ml/hour, the remaining volume was 0 ml, and the volume delivered was also 0 ml. No settings were displayed on the pump other than 0 ml. The medication being infused was 5-fu (5-fluorouracil). This event occurred during an infusion with patient involvement; however, no patient harm was reported.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.